Event description:
Respiratory therapist (rt) was leaving another patient's room and heard beeping coming from this patient's room. I walked over to her room and noticed the beeping was coming from the vapotherm. I walked in the room, saw that the vapotherm was flashing "--" in the space where the fio2 is usually located. I tried to trouble shoot the high flow by turning it off then back on like the manual says. When I did this, the vapotherm would not turn back on and only flashed the error code "54", which means o2 sensor failure. I noticed at this time the patient started to drop her oxygen saturation from mid- 90s to mid-80's. I asked the nurse to start giving the baby oxygen while I changed out the vapotherm. Alarm was going off about 5 minutes prior to swapping out the vapotherm.